Manufacturer narrative:
A1: patient identifier: requested, but unknown. A2: age & date of birth: requested, but unknown. A3: patient sex: requested, unknown. A4: weight: requested, but unknown. A5: ethnicity: requested, but unknown. A6: race: requested, but unknown. B3: date of event: requested, but unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. One 6fr angio-seal device was returned for product evaluation. The returned device was unused and unopened. The device was opened, and all components were visually inspected. No damage was identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6)2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corrective and preventative action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Event description:
The user facility reported that the doctor stated that the angio-seal dilator did not make an audible click into the sheath and did not stay clipped as it should during insertion. This caused the dilator to slide out of sheath during insertion. The estimated blood loss was less than 250cc. The patient was stable. Procedure was a success after not using the device. Additional information was received on 28jun2023: hemostasis was achieved by holding pressure. Additional information was received on 30jun2023: the pieces were never fully inserted.